Event description:
The customer stated that she was hospitalized dur to diabetic ketoacidosis. The customer's blood glucose reading was over 900 mg/dl at the time of the event. The insulin pump was not available at the time of the report to perform troubleshooting. The customer stated that she will call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.